Event description:
Patient had a 6.0mm ti rod break post-operatively. The implant remains in the patient. Patient continues to be monitored by the surgeon.

Manufacturer narrative:
Implant remains in patient. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.